Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the reservoir function properly upon first activation? No, from the beginning, the cap of the suction port was tight. If yes, how long after the first activation happened did the issue occurred? Was suction achievable? Unk. How was the issue resolved? Was a new reservoir needed to correct the situation? Unk. Please perform and document the follow up attempt for product return: we regularly contact with sales rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is the lot the same as the 1st reservoir? What is the lot for the 2nd reservoir? Did the reservoir function properly upon first activation? If yes, how long after the first activation happened did the issue occurred? Was suction achievable? How was the issue resolved? Was a new reservoir needed to correct the situation? Please perform and document the follow up attempt for product return. Note: events reported via: mw# 2210968-2024-01034, mw# 2210968-2024-01035. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent on (B)(6) 2023 and a reservoir was used. In the ward / ICU, the suction port of the reservoir was hardened during use. . There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Qty to be returned: 1, 0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.